Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 27 mmol/l. It was stated that the customer had a bent cannula, and the insulin pump did not give any alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. Found low battery and low reservoir alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.